Event description:
On 06/11/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
There are previous complaints (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).